Event description:
Per description of incident, which was given to this reporter: while performing humeral resurfacing, stryker drill system 5 was used with a 2.5 drill bit from a small synthes fragment set. Approximately 15mm of drill bit tip broke off into patient's left humerus. Drill bit information: reference number 310.25, lot number u116619. X-ray to be taken.